Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additional information found during inspection and testing were;there is play in the angulation unit; adhesive of the distal end was separated; universal cord coating was peeled, perforated and scratched; the connector was corroded and had moisture inside; and air valve was turned/loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope received a b30 scope communication error. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Corrected fields: initial reporter sent report to FDA (initial reporter health care professional incorrectly checked, unknown if initial reporter was healthcare professional) updated fields: adverse event problem and additional manufacturer narrative. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the suggested event may have occurred by influence of water which invaded the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.